Manufacturer narrative:
Reported event. An event regarding crack/fracture involving a simplex ampoule was reported. The event was confirmed via product evaluation. Method & results. -product evaluation and results: visual inspection of the returned device noted the following: device was received with its broken ampoule confirming the reported crack/fracture event. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device noted the following: device was received with its broken ampoule confirming the reported crack/fracture event. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When I opened the liquid ampoule, it broke into pieces. It could not be used in surgery.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
When I opened the liquid ampoule, it broke into pieces. It could not be used in surgery.